Event description:
The user facility reported that when preparing for a therapeutic laparoscopic surgical procedure, the subject device generated an alarm when the cavity mode was changed, and the display panel turned off. Another device was used to complete the intended procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Device inspection and testing confirmed the unit operation was intermittent and found it was due to failure of the main printed circuit board. Additionally, service found the real panel was dented. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿after using this device, reprocess and store it according to the instructions given in chapter 6. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. Only use the uhi-4 under the conditions described in ¿operating environment¿ in the appendix. Use under other conditions may not only impair normal performance, but may also result in equipment damage.¿ olympus will continue to monitor field performance for this device.